Event description:
Indication: other malaise; chronic obstructive pulmonary disease, unspecified; centrilobular emphysema. The patient's daughter reports the vios delivery system had no mouthpiece. The back up bag, has a mouth piece, but it is too small for nebulizer cup and it says it is only meant to for temporary use. Unknown if an adverse event occurred, unknown if the device is on hand for return, unknown if the patient missed a dose. No additional information provided.